Event description:
It was reported that the screw inside a non-sterile package labeled 3.5mm pelvic cortex screw, self tapping 100mm, was a 4.0mm fully threaded 20mm cancellous screw from a small fragment set. No patient involvement. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which synthes has not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history record was reviewed. One ncr was found, us1071946. It is not related to the complaint. The manufacturing evaluation showed that one screw was provided with the subtask associated with this complaint. It is in it's original thermally sealed synthes package. The package is whole and intact with no tears, rips, or any other openings into the interior of the package. The package is labeled as a 3.5mm pelvic cortex screw self tapping 100mm, 204.700. The screw contained within is not as described by the label. The thread is a cancellous type thread. The screw is 18.5mm long and the threads are 3.97mm diameter, which would make this a 206.018. The package was not opened to preserve the "as received condition". This complaint is valid from a manufacturing standpoint. A CAPA was initiated to address this issue.

Manufacturer narrative:
Device was used for treatment, not diagnosis.upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. It is not likely to result in patient harm, the need for additional medical or surgical intervention. The MDR report ability status has been updated to: does not meet the definition of a reportable event.synthes is retracting medwatch report: #1719045-2013-01745